Event description:
It was reported that a malfunction occurred with the pump after it was accidentally dropped from the customer's pocket. There was no reported impact to the customer¿s blood glucose level as the customer declined to answer whether it exceeded 500 mg/dl. The customer was advised by technical support to revert to multiple daily injections as a backup therapy and was sent a replacement pump with updated software.